Event description:
The (B)(6) has had problems in the past year with the applied medical spring clips ref g 6050 packaged by (B)(4) in our CABG supplemental packs for coronary artery bypass cases. The spring clips have broken at the spring barrel and the internal spring has had to be retrieved from the pt's chest cavity. Today one of the jaws of the spring clips broke while still applied on the internal mammary artery causing the pt to fibrillate while the aorta was cross clamped. At the time that this occurred, md was doing an aortic valve replacement. He had to stop work on the valve to determine the cause of the fibrillation, and recover the broken clip before he could continue the aortic valve replacement. The circulating nurse has completed a dr quality report. I have the broken spring clip and will bring it to risk mgmt tomorrow. This also happened two weeks ago and I spoke with the rep from (B)(4). Unfortunately, he had been let to by the company the day prior. (B)(4).